Event description:
In 2008, the sales rep reported that the prongs are worn. The following month, upon the receipt of the instrument, it was noticed that the prongs were twisted and bent and not worn. This malfunction has been previously reported. There was no reported pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.